Manufacturer narrative:
The product is available for evaluation, but has not yet been returned.additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The product was not returned for analysis. Information received from a sales representative indicated that a stent failed to cross a lesion and when the catheter was withdrawn from the patient the shaft broke in two. The target lesion was the circumflex artery (cfx); the lesion was described as 90% stenosed, calcified and de novo. There was no damage noted on the device prior to use. It was confirmed that the device failed to cross the lesion and that the device shaft was noted to be bent upon removal from the patient. No excessive force was used with the device during the procedure. The procedure was completed with percutaneous transluminal coronary intervention only. No further information was provided. There was no report of patient injury and the device has not been returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15277136 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the product the reported customer complaint of body/shaft separated could not be confirmed. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The relationship between the failure to cross and the device is not clear. Review of the information provided suggests that procedural factors such as excessive torquing of the device while attempting to cross a lesion can contribute to the reported event of body/shaft separated. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
The target lesion was located in the circumflex. The lesion was described as 6 mm in length, 90% stenosed, de novo, concentric, with calcification. The device was stored per the instructions for use. There was no damage noted with the packaging prior to use. It was confirmed that the device failed to cross the lesion and that the device shaft was noted to be bent upon removal from the patient. No excessive force was used with the device during the procedure. The procedure was completed with percutaneous transluminal coronary intervention only. No further information was provided.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15277136 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
As reported by sales representative, when catheter was withdrawn from patient a kink was observed which broke shaft in two pieces outside of patient's body. There was no patient injury. The product will be returned for analysis.